Manufacturer narrative:
Service was not dispatched to the site for this event. A definitive root cause for this event cannot be determined to date.

Event description:
The customer reported that on (B)(6) 3011 an erroneous high total bilirubin result was generated from an olympus au600 clinical chemistry analyzer for one patient sample. The erroneous result was reported outside of the laboratory and a physician questioned the result as it did not match the patient's historical bilirubin results. There was no death, serious injury or modification to patient treatment associated or attributed to this event. Upon test repeat on (B)(6) 2011, the total bilirubin result was lower, within the normal reference range, and considered valid. The patient was redrawn and a second sample was tested. The total bilirubin result was consistent with the initial sample's repeat result, was within the normal reference range, and considered valid. The instrument's total bilirubin quality control and calibration results met customer established specification during the timeframe of this event. The total bilirubin reagent in-use during this event was nearing its expiration date at the time of the event. The original sample was a serum sample and was drawn the day prior to initial testing.